Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with sensor calibration. Customer received a change sensor alert after a calibration not accepted. Customer declined to review sensor best practices (site selection, taping, calibration protocol) to improve accuracy. The customer¿s blood glucose level was 400 mg/dl when they woke up in the morning. Blood glucose was 223 mg/dl at the time of the call. Customer was advised the sensor will be replaced. No product is expected to return.